Event description:
This lv lead was implanted on (B)(6) 2007. A call to technical services on 7/29/11 states that they are seeing noise on presenting egm. Reviewed presenting for most recent download -appears to have telemetry interference - may be that patient is not close enough to communicator. Caller reported that interference is occurring with this same patient in the office as well. Suggested they turn off rf and do troubleshooting to locate source of interference. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).